Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation; therefore, the cause could not be determined. However, based on follow-up communication received from the customer's verathon territory manager, the issue is likely due to the smart cable being twisted at the hdmi connector. The customer also reported being able to replicate the image issue after the incident occurred. Review of complaint history for the reported smart cable serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the screen on the connected glidescope core 10-inch monitor became pixelated and the picture was blurred. The issue was isolated to just the smart cable by the customer as it was reportedly twisted at the hdmi connector. No delay in procedure, use of a backup device, or harm to the patient was reported.